Event description:
It was reported that the patient experienced discomfort during use of the g6 sensor. The sensor was inserted into the abdomen on (B)(6) 2022. The next day, the patient had excruciating pain at the sensor site. The patient went to the emergency room (ER) where the site was examined and the sensor was removed. The patient stated there were no tests done at the ER. After the patient received a narcotic medication (morphine 4 mg), the pain subsided and the patient felt okay with no pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).